Manufacturer narrative:
The associated instructions for use lists second surgery as a possible complication.

Event description:
The pt underwent revision surgery to replace polyaxial screws that were determined to be misplaced. The new screws were inserted at the same level as the original screws, but redirected at a more optimal trajectory. No injury to the pt was reported. No product problem alleged.